Event description:
It was reported that during a whipple procedure the material was placed on the ntlc75 in the stapler but did not "advance" to stitch. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. It was reported: "stapler did not advance to stitch". Could you please clarify if: did the device jam (no staples deployed, and no cut line started)? Or did the device cut with no staples deployed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: it was reported: "stapler did not advance to stitch". Could you please clarify if: did the device jam (no staples deployed, and no cut line started)? - the device didn¿t jam (no staples deployed, and no cut line started). Did the device staple? No ,no staples deployed. Did the device cut? No, no cut line started. Did the device produce an incomplete staple line? No. Did the device fire at all? The device ntlc 75 didn¿t fire at all with this tape. When doctor changed cartridge it worked. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.